Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using an empty syringe to remove the air. Tandem technical support educated the customer regarding the proper loading procedure per the tandem user guide. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.